Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the pump supplies for 3-4 days, not cleaning the pump pneumatic tap or vents, and using u-500 insulin. Tandem clinical support (cts) informed customer that wearing the pump supplies for 3-4 days ,not cleaning the pump pneumatic tap or vents, and using u-500 insulin, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.